Manufacturer narrative:
Plant investigation: the reported symptom code (fluid temp out of range alarm) was confirmed. The visual exterior inspection showed no physical damage. Failed heater calibration test. Further investigation led to find burn damage on f1 of ac distribution board which was causing the heater tray to not warm up. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient called reported to technical support a fluid temperature out of range alarm during step 5 of setup on the liberty select cycler. Patient stated that the cones were broken and the clamps were open. After attempts at troubleshooting, the cycler was replaced. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event. The cycler was replaced.